Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 7 months after the device system was implanted. The cause of death has been requested and not received, however it was reported that the patient was in hospice care and never followed up with their physician post implant.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and no anomalies were found. The analyst commented that two 5086 model leads were received for analysis and the serial numbers had been cut off, therefore, it cannot be determined which serial number each lead belonged to.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.